Manufacturer narrative:
The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. One turbid sample was returned for evaluation. Inspection of the sample found no obvious defects that would have contributed to the reported event. The fluidics management system (fms) cassette was tested on a calibrated console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. Aspiration and irrigation flow rates were measured and found to be within specifications. Fluid also flowed from the balances salt solution (bss) bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. After inspection and evaluation of the returned cassettes the root cause of the customer's event could not be established as irrigation performance met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Before release from manufacturing, every procedure pak batch must pass quality testing and inspection confirming that the batch meets all product and packaging specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that there was no irrigation of fluidics management system (fms) when it was in irrigation aspiration mode during cataract surgery. There were no system messages or error codes. They had to open new packs to complete the procedures. This occurred prior to patient contact but during surgery after cortex. There was no patient harm.